Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to oversensing of a low/poor morphology, while the patient was sleeping and then while sitting in a car. Technical services reviewed the case with the reporting health care facility, and believed this was potentially related to the sense b noise anomaly. Provocative maneuvers were unable to reproduce any noise. After further discussion, it was decided to reprogram the s-ICD system to secondary vector configuration. This s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to oversensing of a low/poor morphology, while the patient was sleeping and then while sitting in a car. Technical services reviewed the case with the reporting health care facility, and believed this was potentially related to the sense b noise anomaly. Provocative maneuvers were unable to reproduce any noise. After further discussion, it was decided to reprogram the s-ICD system to secondary vector configuration. This s-ICD remains in service and no additional adverse patient effects were reported.